Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Other: company representative.

Event description:
It was reported that upon review of electrograms, the right atrial lead exhibited high impedance. No further information was available.